Manufacturer narrative:
This is the same event as 3010536692-2016-00673. This report will be updated when investigation is complete. Trends will be evaluated.

Event description:
Allegedly, mom complications: right. Additional information received 04/08/2016. Allegedly the patient was revised due to the following mom complications: pain -(right). Added hospital and explant date.